Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Interrogation verified a power on reset had occurred, however, the condition was not reproduced during analysis. The most probable cause of the power on reset is the transfer of energy to the exterior of the device as a result of arcing from the hvb lead to the shield.

Event description:
A power on reset (por) was reported, and save to disk data revealed a voltage regulated monitor por. Failure to perform a manual charge, and programming telemetry difficulty were also reported. The device was explanted. No patient complications have been reported as a result of this event.